Manufacturer narrative:
Device evaluation: a software analysis was performed, and it was determined that this issue was not a software issue. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device UDI number unavailable. No parts have been returned to the medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used outside of a procedure. It was reported that the navigation system could not see one side of the wired 9-inch tracker for the site¿s non-medtronic c-arm. It was indicated that the issue was with the wired 9-inch tracker. It was stated that the cause of this issue was that the leds on the tracker were not getting power. This issue was discovered prior to surgery. There was no patient involvement.